Manufacturer narrative:
The valve was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 4335776, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; 2 tears/cuts in silicone housing were noted a cut on each side of the siphon guard, and biological debris was noted at the end of the distal catheter. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was flushed and the valve passed no occlusion noted at the ruby ball, but leaked from silicone housing around the siphon guard. The valve was leak tested and failed leaked from the cut/tear in the silicone housing around the siphon guard. The catheters were irrigated failed blocked with biological debris the biological debris was flushed out. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard was removed and failed due to biological debris blocking the passage. . The valve passed the test for programming and pressure. The root cause for the issue reported by the customer, is due to the cut/tear in the silicone housing. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU: silicone has a low tear/cut resistance. The root cause for the occlusion in the siphon guard and the distal catheter is due to biological debris.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman hakim programmable valve with sg was implanted to a male patient via l-p shunt about a month ago with unknown settings. Hydrocephalus did not improve. The valve was removed and replaced on (B)(6) 2021. The current patient's condition is recovering.